Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip was implanted on chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. Imaging was challenging during the procedure. Three clips were implanted, reducing mr to 2+. During the procedure, the clip did have difficulty grasping the leaflets due to imaging and there was tension noted when retracting the cds. The cds showed some curving or bending when it was retracted. But it was thought the clip was implanted successfully. There was a possibility that the clip interacted with the chordae prior to implantation, but nothing significant was noted at the time of the procedure. After the procedure, echocardiogram showed the 3rd clip had been implanted in chordae and not on the leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to the reported event. Additionally, a review of the complaint identified, no other complaints from the lot. All available information was investigated. And the difficulty grasping the leaflets appears to be related to the procedural circumstances of poor image resolution. As it was reported, that imaging was challenging, during the procedure. And the clip had difficulty grasping the leaflets, due to imaging. The entrapment of device appears to be related to user technique/procedural circumstances. A cause for the reported tension. However, cannot be determined. Foreign body in patient appears to be related to user technique/procedural circumstances. There is no indication, of a product issue with respect to manufacture, design or labeling. H6: device code 2889 removed.